Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified popliteal artery. A 2mm x 40mm x 145cm coyote balloon catheter was advanced for dilatation. However, during initial inflation at nominal atmospheres for 40 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient injuries reported, and the patient condition was good post-procedure.